Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) experienced hyperglycemia after the cleo 90 infusion set pulled out while they were sleeping. The pwd reported a blood glucose value of 270 mg/dl upon waking and confirmed the presence of ketones. Exogenous insulin (afrezza) was administered, and a new infusion set was applied. Ketones cleared rapidly, and blood glucose levels returned to normal within approximately six hours. Novolog insulin was in use, and the infusion set had been in place for approximately 24 hours prior to the event. The event occurred during infusion, and there was no patient injury. The issue was resolved.